Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized and discharged prior to death for an undisclosed reason. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Additional information: the sample was received for evaluation by the baxter product analysis laboratory (pal) on an unspecified date in the second week of (B)(4) 2014. A review of the service history and the event history log were performed. The review of service history did not identify any previous servicing events that could have contributed to the reported issue. Review of the device logs did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. Internal and external visual inspections were performed and no issues were noted. The power cord was found to have no defects and to be electrically intact. Per pal evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history record showed no abnormalities that could have caused or contributed to the reported event. A service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.